Event description:
It was reported that prior to preparing a patient for a surgical procedure with a lumenis sharplan 1041 laser, the subject laser would not initialize. It was further reported that a second laser of unknown manufacture was brought into the o.r. And that the procedure was completed with no harm to the patient.

Manufacturer narrative:
Reasonable attempts were made to obtain service records and other relevant details from the user facility; however, none were received. No request for service was received by lumenis; therefore no evaluation of the subject device was performed. A review of service records for the subject device found that the system was installed on (B)(4) 1994 and service by lumenis had not been requested by the user facility since (B)(4) 2007. Although no information was provided by the user facility regarding the service history of the device, lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported adverse event. To the best of lumenis' knowledge, the subject device remains in use at the user facility. Lumenis is unable to determine a cause for the event reported based on the information provided. No evaluation requested by user facility.